Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable pulse generator was returned. Visual examination of the connector block found no anomalies with the grommets or setscrews. A lead was fully inserted into all connector ports. All setscrews were tightened and retained their lead. Primary analysis finding: no anomalies were identified.

Event description:
It was reported that during implant attempt, there were setscrew and sensing issues. Consequently, the device was not implanted. No patient complications have been reported as a result of this event.